Manufacturer narrative:
Analysis of the lead (lot # va0le4q) found the lead distal end electrode had foreign material.

Event description:
It was reported there was high lead impedance intra-operatively between 8,000-10,000 ohms on any combination with the 1 contact. The neurosurgeon removed the twist lock screen cable two times, tested the impedance at 3.0v, did intra-operative testing between 0-, 3+, and then went back and checked the impedance in hopes injury was the issue and time would help reduce them but it did not. Replacement was required as a result. The issue was resolved and the cause of the issue was not determined. The patient status at the time of report was alive with no injury and there were no patient symptoms reported.

Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.